Event description:
Caller reported a cartridge alarm 20 that occurred during the load process because they did not wait until prompted to remove the used cartridge. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Despite assistance in loading a new cartridge, the alarm recurred, so a new replacement pump was sent to the customer, who would use a backup insulin pump in the meantime. Customer was given instructions for putting the pump into storage mode and advised on the steps for returning the problematic pump within 10 days.